Manufacturer narrative:
Additional review determined the following: conclusion code no longer applies to this event. Additional review determined the following: device codes is also related to this event: (B)(4).

Event description:
Additional information later reported the connecting pin was not connected correctly. The issue was resolved as the connecting pin has been connected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported there was accumulation of fluid at pump pocket about the size of a softball. The patient had noticed fluid accumulation surrounding the pump one day post implant. The patient also reported a previous headache however did not really have on the day of the report. They had been planning on refilling a few days post implant, however, they did not because of the surrounding fluid. The fluid was clear at the time of an attempted refill. The pump has had saline in it since implant. The patient came in for a revision (B)(6) 2014 to reconnect the piece. Per the hcp it appeared the sc connector had disconnected from the pump. The cause of the fluid accumulation was that the connecting piece was not fully attached. No diagnostics were performed to determine the type of fluid. The patient was noted as receiving effective therapy.